Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient was brought to post-operative recovery following a primary percutaneous coronary intervention with impella cp support. After arriving to the recovery area, the patient became hypoxic, pressures dropped, the patient coded, and the decision was made to bring the patient to the cardiac catheterization laboratory. It was noted that when the impella cp was first placed, initial flows were 3.3 liters per minute (l/min). However, the flows decreased to 0.5 l/min. The patient was then cannulated for extracorporeal membrane oxygenation and a swan was placed. The patient was prepared for transport to another hospital. It was then noted there was a hematoma and profuse bleeding around the impella cp repositioning sheath. The physician tried to readjust the angle with gauze, reapplied forward tension sutures, pushed the blue suture hub further in, and cut wings off the blue suture hub to advance in skin tract. The patient continued to bleed and the hematoma was unresolved. The decision was made to explant the impella cp and replace it with a new impella cp. During insertion of the new impella cp pump, the impella sheath kinked from the hematoma created from the first implant. A 14f edward¿s introducer was placed, but the impella cp was unable to get past the kink. A 14frx25cm sheath was placed and the sheath kinked. The decision was then made to abort the impella cp. The patient outcome is unknown. This complaint involves one impella cp device and two introducers: pump 1, impella cp with serial number (B)(6) 14fr introducer with lot number s9153522, used with pump 1 impella cp with serial number (B)(6). 14fr introducer with lot number s9467412, used with attempted implant of pump 2, impella cp this MDR specifically addresses 14fr introducer with lot number s9153522. Separate reports will be submitted for the other devices associated with this complaint. Refer to section h.10 for the related report numbers.

Manufacturer narrative:
D.4 serial number and primary UDI number are unknown. The introducer was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted as a correction to the previously filed MDR 1220648-2025-46546. In the initial report, two introducers were reported: one identified as being part of the pump set for pump #1, and the second identified as being part of pump set #2. This was incorrect. Both introducers were associated with pump #2. A new MDR has been submitted with the correct pump to capture this device appropriately.